Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record showed that the device was performing according to specifications at the time of release.

Event description:
A family member reported that the up and down arrow buttons were intermittently responding to button presses. The family member confirmed all button presses and delivery has been correct. Patient reportedly wore the pump attached to belt and did not clean the pump.